Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a reading of 324 mg/dl on their nano. The customer then tested on their doctor's meter and got a reading in the 90's mg/dl within ten minutes. No adverse event reported. Meter and strips replaced and requested for return,